Event description:
Customer reports that while drilling a bone flap on a craniotomy, the perforator did not stop. Customer does not think the patient's dura was damaged. Customer has not determined if device will be returned for evaluation.